Manufacturer narrative:
This report is being supplemented to provide additional information provided by the third party microbiological results: the hygiene microbiological investigation report indicated the channels of the scope were cultured and found 1 cfu of micrococcaceae. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. The following defects were noted: mouthpiece --- damaged, channel mount --- damaged, air/water cylinder --- scratched, suction cylinder --- scratched, scope connector cover --- damaged, specified angle and orientation achieved failed 180/170/150/150. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, during reprocessing, the evis exera iii colonovideoscope tested positive on (B)(6), 2023, for 4 colony forming units (cfus) of pseudomonas spp (the operation channel were sampled), >100 cfus of pseudomonas spp (the aspiration channel was sampled), <1 cfu of an unspecified microorganism (air / water channel, and jet canal was sampled). The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The suspect device has not yet been returned to olympus for evaluation, therefore the physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. The customer provided the cleaning, disinfection, and sterilization (cds) processes performed at the user facility. The customer did confirm that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. The automated endoscope reprocessor (aer) used was cantel / steris 6-392, there were no defects on the aer, the detergent used was intercept and cantel, the disinfectant used was rapicid a and b, all the channels were connected with tubes when the endoscope was setting up into the aer, the concentration and expiration date of the disinfectant was controlled, the water quality used was filtered water and it was controlled, the water filter was replaced periodically in accordance with the instructions for use (IFU), the device was blow dried using filtered compressed air, and the endoscope was not stored according to the customer. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.